Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of lobectomy, the surgeon connected the reload to a handle and checked the jaws opening/closing. Then the surgeon tried to fire the device however could not. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.